Manufacturer narrative:
The field service technician performed an initial evaluation and confirmed that the blower was noisy and also discovered that the blower assembly was faulty and needed to be replaced. There was no occurrence or record of an error code indicating device failure. A repair quote was sent to the customer for approval. Information regarding the patient¿s vital signs during and after the reported event (particularly spo2) could not be obtained. The investigation is ongoing.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an unusual noise occurred during use. Use of the device was stopped, and a different v60 was used. The patient's saturation of peripheral oxygen (spo2) level dropped (unspecified) at that time, leading the nurse to suspect a device-related issue; after the device was replaced, the patient's spo2 level recovered, and the onsite me concluded that the blower might be the cause. Regarding the alleged unspecified spo2 drop, the onsite me suggested that there is likely no correlation, but the customer requested that the device be checked for any discrepancies between the actual pressure and the displayed pressure as a precaution. The period during which the device was used by the patient is unknown, and the patient's normal spo2 values and the patient's spo2 values at the time of the event are unknown. Further information regarding the reported event has been requested.

Manufacturer narrative:
The field service technician replaced the blower assembly, confirmed that software version 3.20 was installed, cleaned the device, performed running and functional tests, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service.